Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the cardiac index was giving inaccurate numbers, ranging from 1.3-1.5, during open heart surgery. The readings did not correlate with the other parameters. The numbers indicated carcinogenic shock, however, this was not the case. No patient injury reported.